Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was out of spec in relation to the reported symptom, downstream occlusion alarm which was unable to be reproduced. Eval found a failed downstream sensor. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.